Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead measurements were unacceptable. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced.